Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the patient was already sedated and on the table undergoing a transesophageal echocardiography (tee) study when the user experienced an intermittent loss of video on the monitor. The system displayed a flashing message stating no input signal; however, the study was completed with the same system. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional manufacturer narrative. The savelogs were reviewed; however, there were no clues in the provided logs and the issue was not reproduced during the investigation. Therefore the investigation results are inconclusive. A root cause of the issue could not be identified. Siemens continues to track and trend any incidents related to this issue.